Manufacturer narrative:
(B)(4). Visual inspection of the returned device showed that the shuttle was engaged to the handle. The procedural sheath was pulled back to the shuttle hub. The sealant was in the manufactured position and exposed to blood. The advancer tube was found inside the shuttle cartridge tubing. The condition of the returned device indicated an incomplete engagement of the advancer tube during the procedure. The shuttle down procedure was simulated and the advancer tube was able to properly engage the distal tamp lock. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The balloon could not be inflated due to blockage in the inflation tube by contrast solution. The review of the lot history record (f1519612) indicated that the changes in the alarm set point for the dew-point meter noted in the nonconforming report did not cause or contribute to the reported incident and the mynx device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the reported failure to deploy may have been caused by an incomplete engagement of the advancer tube during the procedure. However, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (f1519612) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the mynxgrip vascular closure device failed to deploy further described as "the advancer tube did not come out of the shuttle tube." It was reported that the user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the procedural sheath. The sealant was noted to be stuck in the shuttle tube when the device was taken out of the patient. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient status was reported as "ok" following manual compression. The patient's hospitalization was not prolonged as a result of the mynx event. Procedure type: peripheral sheath size: 6f.